Event description:
Pt reported the infusion set of the infusion device leaked by the cannula. Pt reported having this issue with 3 sets out of the same box. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.